Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by patient conditions. The mitral regurgitation and tissue damage were outcomes of slda. The reported patient effects of tissue damage and mitral regurgitation, as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mr with a grade of 3. One clip was implanted, reducing mr to 2. One (B)(6) 2020, it was noted the clip detached from the posterior leaflet (slda). The posterior leaflet was suspected to be torn and the mr increased to 3+. The patient was placed on medication and a second procedure planned for a later date. No additional information was provided.